Manufacturer narrative:
B3 - date of event: date of event was approximated to 01/01/2025 as the exact event date was not reported.

Event description:
It was reported that a device detachment occurred, resulting in an unretrieved device fragment. The 95% stenosed target lesion was located in the moderately calcified coronary artery. A rotawire drive was selected for use. During the procedure, it was noted that the distal tip of the wire was detached from the main body of the wire and attempted to retrieve it. The device was not removed from the patient in one piece, but instead, was snared. The procedure was completed using an alternate device. No further patient complications were reported.